Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving a glucose suspend alert on (B)(6) 2025. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation analysis showed no issues with sensor chemical performance. A review of the raw sensor data revealed depressed signal and reference channels in all sensing areas from (B)(6) 2025 onwards, which triggered glucose suspend alerts. However, this was not reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 15 dec 2025. G3. Date received by the manufacturer? 15 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.